Event description:
Customer reported that she was lying down and the insulin pump made a noise; she checked and is unsure the number of the error alarm displayed on the screen and the screen was black. Customer removed the battery and reset occurred. Customer tried to push the buttons but got no response. Device was not exposed to extreme temperatures or direct sunlight. Customer was advised to stabilize at room temperature; the display is still black. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump was received with a cracked case at the display window corners.